Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
During a follow-up visit on (B)(6) 2026, interrogation of the wise crt system demonstrated appropriate rv pace detection; however, no electrode tracking was observed. Biv pacing since implant was reported as (B)(4). Multiple troubleshooting and programming assessments were performed for over one hour, including evaluation of system parameters and patient posture, but electrode tracking and biv pacing could not be achieved. Edge counts initially reported since implant were elevated; however, acute edge counts during the evaluation were near 1 and did not appear to affect rv pace detection. Device diagnostics showed normal battery status and appropriate system measurements. Chest x-rays were requested to further assess the positioning and status of the system components. No adverse patient sequelae were reported.

Manufacturer narrative:
The investigation for this case remains ongoing and has not yet been completed. A supplemental report will be submitted once the investigation is finalized and results become available.